Manufacturer narrative:
Correction: a1: patient identifier, b5, d1, d4 (model, catalogue, lot, expiration date, unique identifier, d10. H6 (update codes), h11. D4: expiration date (remove the date and update the null value to ni). B5: update to "it was reported that a large volume intermate underinfused during patient infusion. The issue was further described as the unspecified medication did not infuse correctly." H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.